Manufacturer narrative:
It was reported a power disconnect alarm involving (B)(4). The reported event was confirmed on the returned battery. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination and functional testing.  Log files analysis revealed a power disconnect alarm logged on (B)(6) 2017 at 11:50:27 indicating that power source 1 was disconnected, this alarm was triggered by (B)(4). In addition, a spurious value was recorded in saw 1 (0xff00) usually associated with a communication error. Based on the available information, the most likely root cause of the reported event can be attributed to a communication error between the controller and battery. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. The manufacturer has opened an internal investigation to evaluate communication error between the controller and battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The vad coordinator reported that a power disconnect alarm was noted on the monitor associated with one of the patient's batteries. Log files revealed a potential issue with battery (B)(4). The battery was exchanged with no reported patient impact or consequences.